Event description:
According to the reporter, during a robotic anterior segmentectomy with glisson en bloc resection, a power handle with a standard adapter and cartridge was in use when, during needle insertion, an abnormal mechanical noise was noted and the device articulated unintentionally, after which the knife failed to return and the jaws could not open or move forward or backward, resulting in tissue being clamped and unable to be released. Multiple troubleshooting steps were attempted intraoperatively, including restarting the handle, reconnecting components, calibration attempts, use of a manual adapter tool, and replacement of the handle and shell, all without resolution, leading to an extended operative time of approximately three hours, and ultimately the issue was resolved by applying a polymer locking ligation system on the patient side and dissecting the tissue with scissors, while the specimen side was divided using a monopolar instrument, allowing safe release of the tissue and completion of the procedure. The patient outcome was noted as prolonged operative time only, with the cartridge remaining connected to the adapter and planned for cleaning and sterilization, and subsequent evaluation suggesting a clip lodged in the tissue as a contributing factor.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)) sigphandle, sig power sigphandle handle, (serial # (B)(6)) sigpshell, sig power sigpshell control shell, (lot # n5e1579y) sigpshell, sig power sigpshell control shell, (lot # n5e1579y) sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot # n5b1544y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the rpa reload was attached to the adapter and was able to be rotated and articulated in all directions without hang ups or sluggishness. The unit was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. Analysis of the rpa testing handle data indicated that prior to calibration, the articulation mechanism was out of position. This would make the unloading of a reload difficult. It was reported that there was uncontrolled articulation and instrument made strange noise. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the adapter did not calibrate, knife blade was difficult to retract and the instrument was locked on tissue. The reported issues were confirmed. The most likely cause could not be traced to this device. The evaluation detected an unreported condition: of articulation mechanism and firing rod out of home position that are related to the reported condition. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: of uart errors. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open, reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. The cause for the uart communication errors could not be established, as the condition was unable to be replicated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.